Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was 252 mg/dl. The customer was treated with insulin pump. The customer stated that she had a crack on the edge of the screen of the insulin pump. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer did not want to troubleshoot battery issue she just wanted the replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states (B)(4).